Manufacturer narrative:
This report is filed june 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and drainage from the incision site. Subsequently on (B)(6) 2016, the patient was prescribed oral and topical antibiotics. The implanted device remains.